Event description:
On 02 apr 2025, the manufacturer became aware of a report involving the shoreline system. During surgery, the surgeon noted that the bone screws would not fully engage and sit flush within the cervical plate, despite confirmation that the plate and screws were properly positioned. Assistance was requested to investigate the issue. No patient injury was reported.

Manufacturer narrative:
Multiple attempts to gather further information were unsuccessful. No lot information or surgical technique details were received. Review of the available x-ray indicates that the top-level bone screws were proud and not seated flush with the anterior cervical plate, inconsistent with expected implant positioning. Possible contributing factors include insufficient torque application, user technique, or anatomical interference. No patient injury or surgical intervention has been reported. Based on the limited information available, a definitive root cause could not be confirmed. Complaints will continue to be monitored for any indication of a trend. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis) bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain, discomfort, or abnormal sensations due to the presence of the device pressure on skin where inadequate tissue coverage exists over the implant, with potential extrusion through the skin dural leak requiring surgical repair cessation of growth of the fused portion of the spine subsidence of the implant into adjacent bone loss of proper spinal curvature, correction, height, and/or reduction increased biomechanical stress on adjacent levels improper surgical placement of the implant causing stress shielding of the graft or fusion mass intraoperative fissure, fracture, or perforation of the spine postoperative fracture due to trauma, defects, or poor bone stock serious complications associated with any surgery may occur. These include, but are not limited to: wound complications, infection, genitourinary disorders, gastrointestinal disorders, respiratory disorders; cardiovascular disorders, including myocardial infarction (heart attack) or arrythmias; neurologic injuries resulting in weakness, paralysis, numbness, tingling, or pain; vascular (blood vessel) injuries, including hemorrhage (bleeding); thrombosis (blood clots) leading to deep venous thrombosis or pulmonary embolism; or death.